Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins) for non-malignant pain. The reason for call pt did not bring handset, and rep stated he cannot connect to pt's ins with tablet. Rep was able to get to 100% but it did not actually connect, rep saw message "system error: 0x289c8b5a" and saw this message later in the call when he got to %96. Rep saw message once when trying to connect: "therapy turned off â¿¿ cannot provide requested therapy amplitude will be set to zero in the active group". Rep notes pt also has pacemaker. Technical services (tss)  attempted to have rep turn off/on tablet, cycle communicator off twice and that did not resolve. Rep does not have another tablet. Tss had rep try to 'reset neurostimulator' in the 'gear' option on app home page but that did not resolve. Redirected to healthcare it to make sure apps are updated, pull logs. The issue was not resolved through troubleshooting. The caller was redirected to healthcare it. Logs were received. Rep called into healthcare it and mentioned service code and through further discussion realized that this complaint was already documented on this case. New information provided was that while pt was in surgery for ins placement, pt coded and spent time in the ICU. Tss asked rep to get further information. Tss asked to find out whether the ins was programmed before the pt coded and suggested trying to get those logs if they are still present on the other rep. Logs were already sent in from the appointment. Tss also stated to try using the pt handset to see if they can communicate with ins at all. Rep indicated that the handset was lost for few weeks as it didn't follow pt while they were in the hospital. Rep was able to find it and will get it back to the patient at some point. Additional information was received. The rep called to report that he checked the ins after the cardioversion/defibrillation was done on the pt. Rep reports he was not able to connect with his tablet, but the pt handset did connect. Rep reports the handset had service code 302 - ins depleted, therapy not available. Rep is requesting information from engineering if this ins is recoverable or the ins is depleted and needs to be replaced. Additional information was received from a manufacturer representative (rep). The rep reported that the patient has recovered but their ins is unable to be interrogated with the clinician tablet. The patient's controller reads ¿the neurostimulator battery has been depleted. Therapy is no longer available. Contact your clinician. Service code:302.¿ rep clarified "coded in surgery" and reported the patient's heart stopped and needed to be resuscitated using a defibrillator. The rep stated the device was not contributory or causal with respect to the "coded in surgery" symptoms. Stimulation was off during use of the defibrillator, and it was the rep whoturned it off. Rep stated nothing is planned at this point to resolve the ins not connecting until they get further direction from technical services who is evaluating the event and findings from an appointment. Rep stated this issue has not been resolved and no other actions were taken and is waiting for further instructions. All the information was confirmed with a physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID: a71200, serial# unknown, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that the rep didn¿t know the exact location of where the ins was in the flank area, but sent in an image showing that the ins was not visible between the bottom of t6 to the top of l1. They stated that the leads were located in the epidural thoracic t8-t10. Based on the review of the log files and the available information, it was reported that it did not look like any further troubleshooting could be performed (tel-m reset was already attempted and did not resolve the issue).

Manufacturer narrative:
Continuation of d10: product ID a71200 lot# serial# unknown implanted: explanted: product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that no further actions have been taken and no other actions were planned. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.